Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pg2374, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture broke when it was used to sew during procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.